Manufacturer narrative:
Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings had been changed and deleted without the customer¿s knowledge. Tandem technical support reviewed pump data and verified that the pump touchscreen was unlocked prior to the setting change. There were no pump issues identified to have changed the pump settings and it appeared the settings were changed by user. Contact acknowledged the information and declined further assistance. There was no reported impact to the customer's blood glucose.